Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The arthroplasty was revised due to instability, pain. The components were implanted in situ for ~ 1.0 yrs. The insert component was revised.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "there is no evidence the revision surgery for instability in which a 2-millimeter thicker poly was inserted was the result of factors of faulty component design, manufacturing or materials." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: as per the medical records, neither the event was confirmed nor the root cause. There is no evidence the revision surgery for instability was the result of factors of faulty component design, manufacturing or materials. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
The arthroplasty was revised due to instability, pain. The components were implanted in situ for ~ 1.0 yrs. The insert component was revised.